Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
The coating came off inside of the pt. Laparoscopic pictures show the coating inside the pt. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.